Manufacturer narrative:
(B)(4).

Event description:
It was reported via a hotline call. The registered nurse (rn) called the clinical support specialist (css) because there was a helium loss alarm. They just placed the intra-aortic balloon (iab) and the pump initially started up with no problems. After it had been running for a "few" minutes, the pump started to alarm for helium loss. The rn stated that all the alarms have been helium loss. The pump will not run for more than a few beats now before it alarms again. The css first discussed with what had transpired immediately before the pump alarmed, and that there is no blood in the gas tubing. The rn stated there is no blood present, and they had been moving the patient from the cath lab table to the bed. The css had the rn describe the balloon pressure waveform (bpw), which was squared off at the top and no plateau. They discussed that this is usually caused by kinks in the line, but that it could be a placement issue. The hospital staff moved the patient back to the cath lab table to check placement, and with fluoroscopy they found that the iab was much too low. The iab was repositioned by the md back to the appropriate place, and pumping was resumed without any further issues. The rn thanked the css for the call. The css encouraged them to call again if needed. Pump alarmed helium loss 3 alarms.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for analysis therefore the reported complaint of helium loss alarm is not able to be confirmed. The root cause of the complaint is undetermined. A device history report was performed and it did not reveal any manufacturing related issues. The device passed all manufacturing specifications prior to release. The complaint will be monitored for any developing trends.

Event description:
It was reported via a hotline call. The registered nurse (rn) called the clinical support specialist (css) because there was a helium loss alarm. They just placed the intra-aortic balloon (iab) and the pump initially started up with no problems. After it had been running for a "few" minutes, the pump started to alarm for helium loss. The rn stated that all the alarms have been helium loss. The pump will not run for more than a few beats now before it alarms again. The css first discussed with what had transpired immediately before the pump alarmed, and that there is no blood in the gas tubing. The rn stated there is no blood present, and they had been moving the patient from the cath lab table to the bed. The css had the rn describe the balloon pressure waveform (bpw), which was squared off at the top and no plateau. They discussed that this is usually caused by kinks in the line, but that it could be a placement issue. The hospital staff moved the patient back to the cath lab table to check placement, and with fluoroscopy they found that the iab was much too low. The iab was repositioned by the md back to the appropriate place, and pumping was resumed without any further issues. The rn thanked the css for the call. The css encouraged them to call again if needed. Pump alarmed helium loss 3 alarms.